Event description:
A home patient contacted baxter's technical service center for assistance during their automated peritoneal dialysis therapy. Per initial report, the home patient's transfer set was connected to the patient line of the homechoice set during prime. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury was indicated at the time of the initial report.